Manufacturer narrative:
Company rep evaluated the unit. Corrections included reconnecting a loose spo2 cable and replacement of the display cable. Unit was calibrated and safety tested to factory's spec.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.